Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a safety disc error message. Customer observed a safety disk expired and needed replacement message.

Manufacturer narrative:
Corrected fields: h6 (health effect ¿clinical codes, health effect ¿ impact codes) a getinge field service engineer (fse) evaluated the unit and observed pm message that safety disk is expired and need replacement. To fix this issue fse replaced the safety disk. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for customer use.

Event description:
It was reported by the customer that during a preventative maintenance they observed a safety disk expired and needed replacement message. There was no patient involvement, and no adverse event reported.